Event description:
It was reported that the user experienced episodes of low blood glucose measured by blood glucose meter to 66 mg/dl, then 54 mg/dl, and later recovered to 123 mg/dl, and the user self-treated with oral glucose. Symptoms included hypoglycemia with associated hot flashes/flushes, confusion/disorientation, and malaise. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.